Event description:
Rptr had hernia repair using these clips. Afterwards rptr's whole body started tingling and rptr developed flu-like symptoms. They also experienced extreme fatigue and pain. Dr felt rptr shouldn't be in such pain. Dr injected cortisone which did not help. An orthopedic surgeon commented that rptr had a lot of clips in but that no one was allergic to these devices. Rptr is going to see a dermatologist for allergy testing to determine if they are allergic and need to have the clips removed.